Manufacturer narrative:
Per the clinic, it was reported that the patient also experienced a loss of connection to the internal device. Device analysis report attached.

Event description:
Per the clinic, the patient started to experience a repeated inflammation and infection with pus discharge at the implant incision site on (B)(6) 2024. The patient was placed under general anaesthesia on (B)(6) 2024, for debridement treatment that involved incision to drain the pus. The patient was also hospitalized for more than 10 days for treatment with IV and oral antibiotics; however, the site was still inflamed and could not heal. The device was eventually explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.